Event description:
The tfb was placed via the left ilaic. An attempt to cannulate the contralateral limb was unsuccessful due to a tortuous right iliac. The physician elected to complete the ipsilateral deployment, go up and over and snare the wire to gain access to the contralateral limb. However, the final stent of the ipsilateral limb did not open when deployed. The gray positioner could not be advanced to capture the top cap. Several failed attempts were made to bring the top cap down through the mainbody of the graft. The physicians elected to convert the procedure to an open surgical repair and explant the tfb. The procedure was completed succcessfully. It was determined by the physicians that the ipsilateral limb failed to open due to a piece of calcified plaque in the left common iliac artery.